Event description:
The physician attempted to deploy an endeavor sprint 2.25 x 18 mm rx drug eluting stent in a severely calcified lesion with severe vessel tortuosity. The vessel was the cx and the lesion had 90% stenosis. Resistance was encountered when advancing the device. The device was advanced but it could not pass through the lesion. It was reported that the stent was separated from the balloon catheter, but did not dislodge completely, while attempting to cross the lesion. The device was withdrawn. Another stent was implanted. There were no patient complications reported. Device evaluation: the distal tip was flared. The stent was not present on the balloon and was not returned with the delivery system. The balloon was uninflated. Crimp/bake impressions were visible on the balloon.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver stent and stent embolization); patient¿s condition affected effectiveness of device (lesion had 90% stenosis, severe calcification and vessel tortuosity was severe); deformation problem evaluation, conclusion: known inherent risk of a procedure (failure to deliver stent and stent embolization); device failure related to patient condition (lesion had 90% stenosis, severe calcification and vessel tortuosity was severe). (B)(4).